Event description:
The customer stated that she tested her blood glucose and received a low reading of 58 mg/dl. While troubleshooting, she performed control tests and received a result of 11 mg/dl. The normal control range was 118-171 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.